Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Device has been replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified. Weight to the spec, broken shell, wear abrasion, crease fold, missing a piece of shell (0-25%), and brown particles on the shell. A microscopic analysis was performed which identified, striated broken on anterior. Based on the device analysis, the final assessment is: striated broken on anterior assessed, as surgical damage. Missing shell assessed, as inconclusive.

Event description:
Healthcare professional reported, left side rupture. Device has been replaced with non-allergan device.